Event description:
The patient presented to the emergency room due to under-sensing that lead to inappropriate shock. The device was reprogrammed to resolve the event. The patient is stable and will continue to be monitored.